Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 172, 165, 137, 176 and 149 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 146 mg/dl and 135 mg/dl using meter. The test strips are stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/26/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).